Event description:
Adverse event: restenosis requiring medical intervention. Onset of adverse event: approx four months after the procedure. Device issue: none. It was reported via a trial that on (B)(6) 2010, the patient underwent stenting in the restenosed, predilated first diagonal artery with one xience v stent. On (B)(6) 2010, the pt experienced unstable angina with shortness of breath and went to the emergency room. The pt was admitted to the hospital and underwent diagnostic coronary angiogram that found restenosis of a non-abbott device in the left anterior descending artery and a new lesion in the diagonal artery. The new diagonal artery was confirmed to be within 5 millimeters of the index lesion and is, therefore, considered in-stent restenosis. The patient underwent revascularization with percutaneous coronary intervention in a non-target vessel and in the target lesion. The patient was discharged home on (B)(6) 2010. The patient's clopidogrel was changed to prasugrel on (B)(6) 2010. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacture or design. Since it was reported that the 2.5 x 15 mm xience v stent was implanted to treat restenosis, it should be noted that the IFU states that: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It cannot be determined whether the IFU deviation contributed to the reported patient effects.